Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms. Technical services (ts) reviewed the noise episodes and discussed the potential for oversensing related to the minute ventilation feature due to a potential lead to device header connection issue. The respiratory rate trend feature was programmed off and monitoring will be continued. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).